Event description:
It was reported that high impedance was seen on this patient's device during pre-op before the patient's generator replacement surgery due to battery depletion. Therefore the lead and generator were replaced during surgery. The product was kept by the hospital, which is a no return facility, said to discard all explanted devices. No other relevant information has been received to date.